Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 6.0 x 20, 75cm mustang catheter was advanced for dilation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 6x4 mustang balloon catheter. No patient complications were reported and the patient's status was stable.